Event description:
It was reported the patient¿s healthcare professional (hcp) could not communicate with the implantable neurostimulator (ins) using clinician programmer during a normal follow up appointment. The hcp tried another clinician programmer and they had the same issue. The patient had lost their patient programmer and they had never really used it. The hcp thought it was possible that the ins may have died a while back and now it was completely dead. The patient had not reported any sudden loss of therapy in the six months. When the manufacturing representative met with the patient they saw a software not compatible with ins screen on the patient programmer and the ¿initializing programming head¿ screen on the clinician programmer. The manufacturing representative stated that it seemed likely the battery had fully depleted after speaking with the patient. The patient stated they would not know if they felt a sudden loss of therapy since they had good and bad days. The manufacturing representative planned to meet with the patient again to do a device reset. The device reset was unsuccessful and there was still no communication with the ins. After the device reset, the manufacturing representative saw a no communication and try repositioning screen instead of getting stuck on the ¿initializing programming head¿ screen. The patient programmer also showed a poor communication screen instead of the previous screen. The hcp was to determine whether a replacement would be scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).